Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the day after implant the ins has been difficult to locate in body to know if the charger is in the right spot. The patient reported that the implant site "keeps popping open" since the day after implant. The patient reported that they have tried moving the charger around 15 times but keeps getting poor recharge quality and her ins is almost depleted. The patient reported that they were attempting to charge the ins and the controller displayed system problem (77) rm 05 message. The patient was walked through clearing message and attempting to charge but was still seeing poor recharge quality (76).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6), 2020. It was reported that the patient was getting an rm05 system problem message. It was also reported from the rep that the case was reschedule to (B)(6) 2020 to move the implantable neurostimulator (ins) from front to back. The healthcare professional (hcp) doesn't want to replace the ins nor take time in the or to attempt charging it. The rep believes the charging issues were due to the ins angle/placement and the patient was larger. Later during the day, a rep reported that the revision was performed in which the ins was moved from the left abdomen to the left flank and the extensions were removed. The existing leads and ins remained in the patient. It was noted that there were not existing extension complaints, the patient was getting stimulation, and the system was working prior to it depleting. Also, there was a no device found message and the controller was going through the process of checking recharger and displaying the rm05 system problem message when unlocked. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.